Event description:
When the doctor opened the package they found one top of the stent was disconnected. Upon return of the sample it was found the stent was broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.